Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and loss of consciousness. On (B)(6) 2019. Customer¿s blood glucose was in the 1922 mg/dl at the time of hospitalization. Customer was passed out. Customer was treated with intravenous fluids, insulin, electrolyte, replacement therapies. Drive support cap was normal. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubble and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test pump. The insulin pump will not be returned for analysis.